Event description:
Patient was implanted with the nalu peripheral nerve stimulator on 15aug2022 with the implantable pulse generator (ipg) being placed in the flank area. After being implanted the patient was able to reduce pain levels to a point where it was again comfortable sleeping on their side. Due to sleeping position, the patient requested the ipg be moved to the oposite flank. A surgical revision was performed on 16dec2023 to move the existing ipg. No equipment was replaced during the procedure and all previously implanted components remain in use.

Manufacturer narrative:
There are no allegations of system or component failure or malfunction and the patient had participated in wear trials prior to having the system implanted. The request to move the system reflects sucessful pain therapy and the patient being enabled to return to previous sleeping positions while using the nalu system. Surgical intervention was per the patient request.